Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The customer reported an error message indicating check vent flash bomb system error. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The visual inspection of this customer returned central processing unit (cpu) assembly revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of system error message. The fi technician identified the system error message was caused by a failure in the microprocessor u3 found in the cpu.

Manufacturer narrative:
G4:25dec2020 b4:(B)(6)2020 the customer reported an error message indicating check vent flash bomb system error. The device was evaluated by the customer and a philips field service engineer (fse). The fse replaced the central processing unit (cpu) pcba (printed circuit board assembly). The options were reconfigured. The unit passed all tests successfully and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.